Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient has been voiding a lot more at night since the procedure, has been up all night, feels dizzy, and sick to their stomach. Additional information was received. Patient reported being in the hospital. It is unknown at the time of the report if the hospital visit was caused or contributed by the ens or therapy. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.